Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded trace/history files using thus. No unexpected pump error 37 or 43 alarms noted during testing. There were four (4) pump error 37 alarms [(B)(6) 2021 at 09:10, 09:19, 09:20, and 09:32] and two (2) pump error 43 alarms [(B)(6) 2021 at 18:55 and 19:44] found in the downloaded history files and found corrosion on the motor home switch during visual inspection. Pump error 37 and 43 alarms are due to corroded motor home switch. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2 or force sensor noted. The force sensor zero offset is within specification (22.7 milivolts). A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.